Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, a previous note stating t-wave oversensing was observed. Dft was performed in 2009. The device is already programmed to less sensitive settings than nominal. No additional information was available.